Event description:
Defective labeling of medical device. The iol is marketed as crystalens hd. The convention associated with "hd" is "high definition". This particular product exhibits marketing "puffery" at its best. The vision restored by the lens is nothing near the expectation of "high definition". Furthermore, "crystal" suggests glass, which they are not, they are polycarbonate, uh, I guess that means plastics- which I have never known to deliver the optical ability of glass. Also, the label insinuates the notion of "crystal clarity". This lens is not a device that is delivering "high def" or "crystal clear" vision. There are relatives with lens implants 20 years old who do not need corrective glasses to see distance and/or near vision better. Claims of not needing glasses after the implant are exaggerations at best. I guess I wonder just what is the appropriate efficacy range? Therapeutic failure of device. The predictive failure of the lens cannot be quantified or qualitatively ascribed. Even at 20/30 my distance vision is nowhere near what it was pre-surgery. I cannot read a paper without corrective lenses. I have halos under certain conditions. And certain colors have an ultra-violet hue to them. This strikes me as a design issue.